Event description:
Kimberly clark received a complaint indicating that during placement of a transgastric jejunal tube, the tip of the tube was placed at the ligament of treitz and the duodenum was perforated. Intraperitoneal drainage was done and the perforated site was sutured. The patient recovered well after the operation. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
It should be noted that no actual product problem has been reported by the user. It was reported that due to the patient's anatomy and the tube length, that the tip of the tj-tube was placed at the ligament of treitz. The directions for use states that "the length of the tube should be sufficient to be placed 10-15 cm beyond the ligament of treitz". No additional information has been received. This event will be trended, and a follow-up report will be sent if additional relevant information is available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.